Event description:
The customer stated they took a blood glucose reading at 1:30 and received a result of 578mg/dl. The customer took 15 units of humalog. At 3:24 pm the customers blood glucose result was 120mg/dl. The customer stated around 4:30pm they lost consciousness. Spouse took pt's blood glucose at 4:36 and received a result of 54mg/dl. Paramedics were called and they received an unknown result. The customer device read 47mg/dl it was retested and the device read 264mg/dl at 5:07pm. The customer was given glucose and an IV. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.